Event description:
It was reported the recharger did not appear to be functioning appropriately. The coupling efficiency was poor since the pt fell about 6 weeks ago. The recharger showed 10% while the ins flashed between 25% and 50%. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).